Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25mm x 32mm promus premier stent was advanced but was unable to cross the target lesion. Upon removal of the device, it came in contact with an unspecified guide catheter which caused the proximal edge of the stent to flare. Once the device was taken out from the patient, it was then noticed that the stent was deformed. The stent was never implanted in the patient. The procedure was completed using a different device. No patient complications were reported.